Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the zipper had broken and the seam was coming apart. Mother of the end user stated the end user was sliding on the damaged cushion.